Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer was hospitalized shortly after getting the pump for elevated blood glucose (bg) levels of 598mg/dl. The customer administered correction boluses and an injection, then went to the hospital. While at the hospital, the customer was treated via intravenous fluids and insulin injections. The customer was released after one day.